Event description:
It was reported the pt underwent a percutaneous procedure in surgery; a 6f angio-seal device was used to seal the arteriotomy site. A protable c-arm x-ray mechine was used to perform a pre-deployment angiogram of the femoral artery because visual assessment of the arteriotomy location was reportedly unclear. The sjm representative questioned the location of the arteriotomy site because when using a c-arm, the user is challenged to get the same radiographic detail a cardiac cath lab or special procedures lab would. The sjm representative was assured by the physician the site was above the stenosed bifurcation of the superficial femoral and profunda femoris arteries. The physician was currently in the certification process and this was his second deployment with the st. Jude medical (sjm) representative present. The vascular surgeon proceeded with the angio-seal deployment and achieved hemostasis. Following the completion of deployment, the pt's pedal pulses were not present when checked with a doppler device. After waiting approximately ten minutes the pulses were checked again and were absent. The pt was prepped and the surgeon proceeded with removal of collagen, anchor, and suture. The collagen was reported to be extra-vascular and the anchor was removed from within the artery. The sjm representative stated the assessment was the device had been deployed within a 60% to 70% stenosed area and the anchor impaired blood flow. Reportedly, there was no peripherial vascular disease 5-6cm above the stenosed area. During deployment the physician was unable to visualize the black compaction marker. The sales representative instructed the physician to stop tamping and cut the suture. The sales representative stated technique was not the problem, rather physician judgement and uncertainly of the location of the arteriotomy site was definitive and safe for angio-seal deployment.